Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
A review of programming history in the programming history database was conducted. Systems diagnostic results indicating that high impedance results were obtained previously for which the manufacturer was unaware. Attempts for further information from the patient's treating physician have been unsuccessful to date. No adverse events related to the high impedance were reported to the manufacturer.